Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. On (B)(6) 2026 6:15 pm, the patient reported getting a cgm reading of 120 mg/dl then it dropped to 98 mg/dl. At that time, she was having her dinner and based on the cgm reading 98 mg/dl, the patient took insulin. When the patient did a fingerstick, the bg reading was actually about 30 mg/dl while the cgm continued to display 98 mg/dl. The patient reported feeling lethargic and being incoherent and not being able to answer normally. The patient said she would not have taken insulin if she knew her reading was about 30 mg/dl. Her fiancé called 911 and they arrived at about 6:30 pm. The paramedics did fingerstick which showed a bg reading of 36 or 38 mg/dl and another fingerstick 5 minutes later which was 32 mg/dl. At that time, the cgm reading was still about 98 mg/dl. The paramedics tried to give the patient intravenous (IV) medication however they were unable. The paramedics then took the patient to the hospital. At the hospital, the patient's fingerstick was checked which showed bg readings of 38 mg/dl and then went down to 20 mg/dl. The patient was unable to provide the cgm reading at the hospital. At the hospital, the patient was given two doses of IV dextrose. They had to remove the sensor and monitored the patient via bg. The patient stayed overnight and was discharged on (B)(6) 2026 (more than 24 hours). At the time of the call, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).